Event description:
Pump indicating IV solutionof normal saline infusing through blood tubing. Infusion of 87cc per pump. Roller clamp noted still clamped with no alarm from pump. IV solution appears to not have been infusing as solution remained the same and some blood noted at insertion site of IV catheter in tubing. IV set up on channel a.